Manufacturer narrative:
Brand name: aquacel/aquacel ag - surgical cover dressings. Common name: dressing,wound,hydrophilic. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the aquacel surgical cover dressing is difficult to remove in approximately eighteen to twenty (18-20) patients. She said they remove the dressing by pulling the dressing like you would taffy and then roll the remainder of the dressing off. Dressings were applied to knee and hip incisions. The dressing is in place between three to seven days. No photo was provided.